Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw. Guide catheter: cordis. Sheath: terumo. Excessive force. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the mildly tortuous/calcified left anterior descending artery, the 2.75x28 rx xience prime stent delivery system was advanced. Resistance was felt, force was applied, and the stent became loose on the balloon. The stent was not deployed and the stent delivery system was withdrawn from the anatomy with resistance. The stent remained on the balloon. The lesion was successfully treated using a new xience prime stent system. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.